Manufacturer narrative:
Concomitant products : 4965-50 x2 leads, implanted (B)(6) 2004.

Event description:
It was reported that the patient experienced a sudden onset of tachycardia which led to the device inhibiting pacing. The periods of no pacing necessitated cardiopulmonary resuscitation (CPR). Performance data was reviewed and it was noted that - given the tachycardia occurred during the capture management run-time - the feature appeared to be pro-arrhythmic. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported by the patient that the patient had fallen twice - hurting the head - during the incident, "coded" four times at the emergency room (ER), and was told the programming was "corrupted." Follow-up with the physician's office clarified that capture management had been programmed off - in addition to other programming - to resolve the issue, and the patient had experienced syncope and an injury to the left lower extremity. It was also clarified that the appearance of "coding" (asystole) may have been due to the attenuation of the telemetry signal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.